Event description:
Revision surgery - due to the patient's hip being unstable. The surgeon changed the head into a delta option.

Manufacturer narrative:
The reason for the revision surgery was reported as the patient had instability of the hip after 38 days of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against the main contributor, (B)(4) for this lot number. A definitive root cause for the instability could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Manufacturer narrative:
Disposed of.